Event description:
Foreign object found within 4x4 sponges, appear to be metal shavings or plastic. Could have ended up in the patient's eye or implant. Prep also would have not been sterile. Removed defective product and redid prep stand.